Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation wil be updated should further info be provided.

Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a revision procedure and debridement of the pocket due to a non-haling wound and infection. The system was not removed from the pocket, and sensing looked the same pre- and post- procedure. There were no add'l adverse pt effects reported. The system remains in service.